Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4.h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes were damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited the image not displaying. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). Added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.